Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 210.5020 error. Display failure. Biomed called tech support and the prior technician recommended to replace the door assembly. It did not fix his issue. I had the biomed connect the unit to the 8015 and visual watch the display self test and make sure all led light up. He saw a segment error followed by the 210.5020. Recommend to replace the display board to correct the error. Gave part number to display board and transfer to com for pricing.